Event description:
Reporter noted system had no phaco power. Switched to second system, but it wouldn't prime. Converted to "ecce" to complete procedure. Posterior capsule tore; anterior vitrectomy done, with "ac" intraocular lens implanted.